Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that a cannula insertion resulted in unsuccessful placement, leading to an interruption in insulin delivery. Patient reported that he inserted an infusion set and he noticed his glucose rising but not high he stated that his glucose then rose from 100-200 in 10 min and he went to change the site and noticed cannula was bent underneath the adhesive. Consequently, the patient was without insulin administration for approximately 24 hours until the issue was identified and addressed. The issue was resolved after patient changed infusion set and site. There was patient involvement with no harm.